Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2004 and (B)(6) 2007 and mesh and polyform were implanted. It was also reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary tract infection, frequency and nocturia. It was reported that the patient concurrently underwent hyterectomy. It was reported that the patient underwent revision surgery on (B)(6) 2007 due to pelvic organ prolapse and cystocele and rectocele repair by dr. (B)(6).